Event description:
It was reported that the insulin pump alarmed button error. It was noted that the insulin pump was exposed to moisture while skiing. Customer's blood glucose reading at the time of the call was 5 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.